Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the forceps elevator had foreign material, because it was inappropriately, reprocessing by the user. The instruction manual identifies, the following verbiage, which may have prevented the phenomenon: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope¿. Three attempts were performed to obtain occupation for the reporter, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor field performance of the device.

Manufacturer narrative:
This supplemental report was submitted to provide correction to the initial (g6) report. The correct report type is a"30 day" report and not a "5 day report".

Manufacturer narrative:
The event date and initial reporter information was received from the customer. Update fields are b3, e2 and e3. Correction to g3 of the initial medwatch. The aware date should be 11-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation found foreign material was at the forceps elevator. Additionally, the customer's report of low angulations (up/down/left/right) was confirmed to be due to worn angle wires. However, the elevator forceps functions appropriately. Additionally, the scope failed the air/water integrity leak test due a cut bending section cover. The bending section cover adhesive is cracked. The distal end cover has an indentation. The scope has cosmetic scratches on the connecting tube, switch 1 and 2, universal cord and the image guide protector. The customer utilizes the a reusable mh-507 channel-opening cleaning brush, the maj-1534 cleaning brush for (tjf) distal ends and 3m multi-enzyme non-foaming detergent solution for their cleaning, disinfection and sterilization process. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (omsi) repair center was informed that a customer duodenovideoscope was returned for a reported ¿low angulation and elevator wire is not going down completely. Major scratches on connecting tube¿ during a preventative maintenance service. Upon inspection and testing, foreign material was found at the forceps elevator (reportable). No patient injury or harm was reported to olympus.